Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic cystectomy procedure, after removal of the specimen via the trocar and while introducing the scope into the trocar, the valve seal disengaged. This resulted in a rapid loss of abdominal pressure. No component falls into the patient¿s cavity. The omentum was inspected, a general surgeon was called, and another sterile product was opened to be explored. The reported trocar was inspected, and a radiogram was also performed on the trocar to check if it was radio-opaque or not. It was noted that the procedure time was slightly extended. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the balloon appeared intact. The lock collar, main valve seal and converter doors were received and were intact. The inflation syringe was not received. The obturator was not received. The flapper door was disengaged and not received. Functionally, the converter doors move freely and were secured in place. The lock collar move up and down the cannula and snapped securely in place. It was reported that the seal disengaged and rapid loss of pneumoperitoneum. The reported issues were not confirmed. The product analysis noted evidence that the device was not used as intended. The evaluation detected unreported conditions: access - broken flapper valve and access - sharp contact. Functionally, the balloon was attempted to be inflated using a test syringe however a hole on the side was observed. The product analysis noted evidence that the device was not used as intended. The cut in the balloon may occur when contact is made with a surgical instrument during clinical application. The manufacturing records for each device are thoroughly re viewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.